Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a high alarm displayed: downstream occlusion. Functional and visual tests were performed. The reported issue was confirmed in the ehl but was not duplicated during functional testing. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an occlusion alarm. There was unknown patient involvement, no patient injury was reported.